Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 6.00mm / 90cm/ 2.0cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured at below rated burst pressure and was then simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and the patient condition is stable.